Event description:
Caller states patient tested 1.0 inr on the coaguchek xs system while a comparison lab returned as 12.8. Patient was admitted to the hospital and treated with fresh frozen plasma. Patient's coumadin dose was also held. Requested return of the suspect system, and replacement was sent.